Manufacturer narrative:
The investigation performed at phc (meter supplier) concluded that the potential cause for the contour next gen meter switching the units of measure from mmol/l to mg/dl was that the meter was initializing the eeprom after detecting a mismatch in the eeprom map version, which is checked at the time of startup. Eeprom initialization is a function to match the data structure of firmware and eeprom, and is used when recording meter settings during the manufacturing process. Normally, the map version recorded in the meter never changes, so no mismatch will occur. However, in this event, the eeprom map version value changed due to an error with the bluetooth low energy (ble) at the time of periodic time backup. The current production meters have already implemented countermeasures to rectify this issue. The meter associated with this event was manufactured before the countermeasures were deployed. There was one other complaint associated with this issue, outside of canada. Adc continues to monitor global complaints for similar issues.

Manufacturer narrative:
The customer returned the suspected contour next gen meter for evaluation. Upon investigation, the back label of the meter showed units of measurement as mmol/l, however, the units of measurement accompanied with the readings on the meter display was in mg/dl. The standard unit of measurement in canada is mmol/l. Additionally, the device history record was reviewed and no manufacturing anomalies were found. Based on the manufacturing records, it was determined that meter was successfully reconfigured with correct units of measurement of mmol/l. Upon further evaluation, it was determined that the meter was reset, which caused the units of measurement to change from mmol/l to default setting of the meter configuration i.e. Mg/dl. The issue is being further investigated.

Manufacturer narrative:
No patient information was provided, therefore, unknown was captured in section a1 (patient credentials) and no information was captured in sections a2 (age), a3 (gender) and a4 (weight). The initial reporter (e1) information was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer from canada reported that their contour next gen meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.